Event description:
It was reported, the pt ((B)(6)) underwent surgery to address a lead migration issue. Previous x-rays confirmed that one of the pts two leads had turned on its side resulting in rib stimulation. As such, the lead was revised. The pt denies experiencing any traumatic events which may have contributed to this matter. During the revision procedure, the physician elected to replace the pt's ipg (ref MFR report# 1627487-2012-00313). F/u on this event found, the pt is hospitalized due to unrelated health issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.